Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not turn black after complete withdrawal of the device. After removal, the plug deployment button was accidentally pressed outside of the body, and the plug was accidentally deployed outside the patient. Hemostasis was achieved via 50 minutes of manual compression. There were no reported injuries to the patient. This was during an attempt to perform hemostasis after an interventional procedure in which a retrograde brachial artery approach was used with a non-cordis sheath. One exoseal vcd was used for hemostasis of the brachial artery. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). The physician was certified to use the exoseal vcd. There was no visible damage to the device or packaging before use. The patient¿s body mass index (bmi) was not greater than 40. Angiography confirmed the artery¿s suitability with proper insertion angle and diameter =5mm. There was no visible calcium, stent, or vessel stenosis at the puncture site. The target femoral site had been previously closed with a closure device or manual compression within 30 days prior. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath to the exoseal vcd. During retraction, the indicator wire cowling locked with an audible click, pulsatile flow was observed, and retraction continued until bleed-back slowed. The plug deployment button was not pressed during retraction, and the indicator window did not show red. Upon removal, the indicator wire loop was deployed without anomalies. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 6f catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined as it was reported that the device was accidentally actioned outside of the patient¿s body; therefore, the issue could not be tested in the laboratory. Additionally, it was reported that the device was used in the brachial artery. The exoseal¿ vascular closure device is indicated for femoral artery puncture site closure and the safety and effectiveness of the device has not been established in patients with arteriotomies in vessels with diameters < 5 mm. Based on the limited information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not turn black after complete withdrawal of the device. After removal, the plug deployment button was accidentally pressed outside of the body, and the plug was accidentally deployed outside the patient. Hemostasis was achieved via 50 minutes of manual compression. There were no reported injuries to the patient. This was during an attempt to perform hemostasis after an interventional procedure in which a retrograde brachial artery approach was used with a non-cordis sheath. One exoseal vcd was used for hemostasis of the brachial artery. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). The physician was certified to use the exoseal vcd. There was no visible damage to the device or packaging before use. The patient¿s body mass index (bmi) was not greater than 40. Angiography confirmed the artery¿s suitability with proper insertion angle and diameter =5mm. There was no visible calcium, stent, or vessel stenosis at the puncture site. The target femoral site had been previously closed with a closure device or manual compression within 30 days prior. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath to the exoseal vcd. During retraction, the indicator wire cowling locked with an audible click, pulsatile flow was observed, and retraction continued until bleed-back slowed. The plug deployment button was not pressed during retraction, and the indicator window did not show red. Upon removal, the indicator wire loop was deployed without anomalies. The device will be returned for evaluation.